Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat an acute pancreatitis walled-off necrosis (won) during a pancreatic cyst (gastric) bypass surgery performed on (B)(6) 2022. During the procedure, the physician felt a strong resistance upon deployment and the axios stent could not be fully deployed. The axios stent was removed from the patient partially deployed on the delivery system and the procedure was cancelled due to another of the same device was unavailable. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).